Event description:
Edwards received additional information that the patient underwent the valve-in-valve procedure due mixed stenosis and regurgitation. No additional details were provided.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. Minimal information has been provided regarding this patient. Requests for additional information have been performed; however, the healthcare provider has not provided any information at this time. Although the root cause of this event cannot be conclusively determined, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic mitral valve is failing due to mitral regurgitation after an implant duration of 15 years and 7 months. The patient is being evaluated for a valve-in-valve procedure. No other information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to degeneration with moderate mitral regurgitation and mild to moderate mitral stenosis. A 29mm transcatheter valve was successfully implanted. The patient was discharged in stable condition on post-operative day seven.